Event description:
Follow-up information was received stating it was thought that the high threshold was the result of an myocardial infarction that the patient experienced sometime after initial implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: rvdr01 implantable pulse generator (B)(6) 2011; 5086mri52 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient had exit block. The right ventricular (rv) lead had high threshold and had no capture at maximum output settings. The lead was capped and was replaced with a new lead. No patient complications have been reported as a result of this event.